Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level was 418 mg/dl. The customer indicated that the healthcare provider would be contacted to obtain manual injection supplies for alternate insulin therapy.